Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a clot and high impedance could not be conclusively determined.

Event description:
At the end of a typical flutter procedure, when the catheter was checked, a clot was noted at the tip. During the procedure, the impedance with the flexibility se was high. The procedure was completed with no adverse consequences to the patient.